Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Concomitant medical product: nexgen lps-flex femoral component, catalog #: 00576401451, lot #: 63387863; nexgen stemmed tibial component, catalog #: 00598003702, lot #: 62877541; nexgen all polyethylene patella, catalog #: 00597206532, lot #: 63235704. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2018-00025, 0002648920-2018-00128, 0001822565-2017-07643, 0002648920-2018-00129.

Manufacturer narrative:
(B)(6). Concomitant medical product: unknown nexgen femoral, cat#: unknown lot#: unknown; unknown nexgen tibial tray, cat#: unknown lot#: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-07641, 0001822565-2017-07642, 0001822565-2017-07643. Remains implanted.

Event description:
It was reported that the patient is experiencing pain, discomfort, limping and limited mobility. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.